Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of syringes 1ml ll w/o dn experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: 309628 batch no: unknown. Description: the 1ml syringe plungers were very thin and led to difficulty in infusing on the syringe pump.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter state: the state of the initial reporter was not provided, but the area code portion of the phone (B)(6) is associated with (B)(6). The initial reporter state has therefore been listed as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringes 1ml ll w/o dn experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: 309628 batch no: unknown description: the 1ml syringe plungers were very thin and led to difficulty in infusing on the syringe pump.